Event description:
It was reported on (B)(6) 2015 from that a physician's tablet was malfunctioning. It was stated that the screen appeared fuzzy as if the tablet has been dropped. The tablet was working fine until it was sent for upgrade for 11.0 software upgrade and as soon as it was turned on the screen appeared fuzzy. It was attempted to turn the device on and off 4 times but this did not help to resolve the issue. It was also noted that the tablet appears damaged where the pen holder is which is believed to possible be why the screen is fuzzy. The fuzzy screen was described as not showing any writing on it as it would when normally turned on. It is white static/fuzzy. The tablet is expected to be returned for analysis but has not been received to date.

Event description:
The tablet was received for analysis on 11/30/2015. Analysis is underway, but has not been completed to date.

Event description:
Product analysis for the tablet was completed and approved on 12/16/2015. An analysis was performed on the returned tablet and no anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.